Event description:
It was reported by the patient with this implantable cardioverter defibrillator (ICD) that therapy was withheld. The patient stated that the device did not provide a shock during an event. Technical services (ts) referred the patient to the clinic for further questions. No adverse patient effects were reported. This ICD remains in service.